Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 21.5 mmol/l and 8.7 mmol/l, 26.7 mmol/l and 9 mmol/l, 29.7 mmol/l and 6.5 mmol/l the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event.